Manufacturer narrative:
(B)(4). During investigation of the unit. It was found that the unit had no alarm on start up. Also/ this model does not have a display for which a triangle alarm would appear - that is only on the 5016000 model. Failure of "no audio - speaker (spkr1) broken" is confirmed.

Event description:
It was reported that initially, the unit alarmed and displayed a triangle as soon as the unit was turned on. The unit was being set up to be used on a patient but there is no report of harm or injury.